Event description:
The lay user called lifescan (lfs) in 2005 and alleged that her meter was reading inaccurately erratic. The medical affairs specialist attempted unsuccessfully to rech the user for more clinical information.a letter will be sent as a second attempt to reach the user. The user obtianed results of 175, 380, 158, 191, 300, and 57 mg/dl. These resluts were obtained less than 10 minutes apart.the user was experiencing neuropathy at the time of testing.her medical professional treated her with insulin. The test strips used by the lay user were in good condition, codes matched, and the technique for applying the blood to the test strip was correct.the technique for cleaning the puncture site was not correct.the patient did not have any control solution to perform a test. It would have been helpful to know what the user's blood glucose was on the medical professional's meter and if his medications were adjusted after the event.